Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (oversizing / over inflation of the valve) in addition to patient factors (advanced age, valvular calcification, aortic root calcification) may have contributed to the aortic tear/rupture and subsequent death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, a 26 mm sapien 3 valve was implanted in the intended position with 2 ml less than nominal contrast solution. Post deployment echo indicated a pericardial effusion. Then the effusion worsened significantly and the bleeding continued. Aortic root angiography found a ¿tear¿ of 7.4 mm below the left coronary ostium. The contrast solution was observed to flow into the chest cavity from the tear. Percutaneous cardiopulmonary support (pcps) was introduced and a vent tube was added. The patient condition became ¿somewhat stable¿; however, the bleeding persisted. An amplatzer vascular plug was inserted into the tear, but ¿failed¿. The procedure was converted to a thoracotomy in order to stop the bleeding by manual compression. The tear was sutured with a bovine pericardial patch, but hemostasis was ¿incomplete¿. Further treatment was denied since there were several bleeding points and it was quite difficult to achieve hemostasis given the patient¿s condition. The chest was closed and the patient was transferred to the ICU. Approximately two and a half (2.5) hours post procedure, the patient passed away due to hemorrhagic shock. The native annular diameter measured 22.9 mm by CT. Mild valvular calcification and mild aortic root calcification was reported. It was speculated that the inflation volume of the valve was ¿too oversized¿.